Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the air/water nozzle was not clogged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was possibility that the air/water nozzle had been clogged temporarily with the foreign matter. It is presumed that the foreign matter might be broken piece of the peripherals, fibers such as gauze and/or antifoaming agent. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the air/water nozzle of the subject device had been clogged. There was no report of patient injury associated with the event.